Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs ipg pocket revised and relocated to the right buttocks due to pain/sensitivity at the ipg site. Follow-up information received identified the pain at the ipg site has reportedly been resolved.